Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) explained the message to the home patient (hp). The hp stated that he disconnected from the machine, received the alarm, then reconnected, cycled the power to restart a new therapy, and stayed connected during prime. The baxter technical services representative (tsr) assisted to end therapy informed the hp to use manual bags and contact his registered nurse regarding the event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). (B)(6). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Per baxter labeling, the user is instructed how to properly temporarily disconnect and reconnect to the homechoice.